Event description:
It was reported that, "a patient complained severe knee pain and instability after hearing some sound in knee 2 months ago. The surgeon checked rom and stability, and doubted post fracture. And the surgeon decided to conduct revision surgery and found out fracture of insert post in operation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.